Manufacturer narrative:
(B)(4). (B)(6). Lens remains implanted at time of sending the MDR. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the spherical power was corrected, but astigmatism was not corrected. This toric intraocular lens (iol) was implanted on selected axis, but the patient still had cylinder, which was there in the pre-operative condition. All the possibilities checked by the doctor were concluded that this iol did not have toricity on the anterior side. Biometry: k1(42) at 105 degree, k2(44.25) at 85 degree, axial length (23.82). A constant is 119.3; spherical power 21. Visual acuity post-operative: 6/9 with -2d at 80 degrees. No further information was provided.

Manufacturer narrative:
Date of event: (B)(6) 2015. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
A review of the manufacturing records for the intraocular lens (iol) was conducted. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data showed that the lens was within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review for this serial number, no non-conformances or assignable cause were identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. A labeling review was conducted for the intraocular lens. The directions for use (dfu) was reviewed. With respect to astigmatic correction and lens calculations the dfu states that rotation of the lens away from their intended axis can reduce the astigmatic correction. Misalignment greater than 30° may increase postoperative refractive cylinder. If necessary, lens repositioning should occur as early as possible prior to lens encapsulation. It is additionally noted to carefully remove all viscoelastic from the capsular bag. Residual viscoelastic may allow the lens to rotate, causing misalignment of the lens with the intended axis of placement. The dfu contains a section on lens power calculations where it is stated that accurate keratometry and biometry are essential to successful visual outcomes and to insure that the iol is properly oriented prior to the end or surgery. The dfu adequately provides instructions and precautions for the proper handling and use of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.